Event description:
Customer's mother reports that customer's sensor was reading low blood glucose which customer treated with food. She states that customer finally verified blood glucose with a finger stick and blood glucose was above 500 mg/dl. As a result customer changed infusion set, reservoir and sensor and was able to stabilize blood glucose. It was advised not to treat blood glucose based on sensor readings. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.